Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A nurse reported that she felt resistance when loading the intraocular lens in the cartridge. The lens and cartridge were exchanged. The surgery was completed with no problems. The product was not in contact with the patient's eye.